Event description:
Reporter alleged blood glucose reading was 400 mg/dl and was feeling dizzy so was taken to the hosp by ambulance. It was reported customer's meter read 440 mg/dl and hosp measured 120 mg/dl. No treatment was reportedly received however was advised to watch the food cosumed. A request was made for the return of the suspect device and replacement product was sent.